Manufacturer narrative:
Continuation of d10: product ID neu_wrench_acc lot# serial# unknown, product type accessory h3: analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: neu_wrench_acc, serial# unknown, product type: accessory. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_wrench_acc, serial/lot #: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that there was a problem with components inside the stimulator kit - the head of the torque wrench was bent. Surgical intervention did not occur nor is surgical intervention planned. The issue was reportedly resolved at the time of the report. Additional information was received from a manufacturer representative (rep) on 2026-mar-16. The rep reported that the wrench was unable to be used for the procedure and that the hcp needed to use another wrench to complete the procedure. The cause of the bent torque wrench was not determined and no likely cause was given. The wrench was replaced and the issue was resolved.